Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer did not receive a "no delivery" alarm when insulin was not going through the infusion set. The customer's blood glucose level was unknown but reported it was high. A low reservoir and a bad battery alarm were found in the alarm history. The insulin pump would also not prime. The product was not returned. Nothing further to report.